Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via manufacturer representative that the patient had continued problems recharging, gained a significant amount of weight since initially implanted, and had her second confirmed overdischarge. The physician decided to replace with a non-rechargeable battery due to difficulties recharging and unwillingness to recharge. The issue was reported as resolved at the time of the report. Indication for use included complex regional pain syndrome type I.